Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the screen was cracked because the pump was dropped. The customer stated that the pump was still functional. The customer's blood glucose level was 245 mg/dl and was addressed with a bolus via the pump. Reportedly, the pump would continue to be used for insulin therapy.